Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges the unit stopped when driving and threw end user off unit. The unit then allegedly started back up and ran over the end user. End user allegedly was not wearing lap belt.

Manufacturer narrative:
The device was returned and was evaluated. The alleged performance anomalies could not be duplicated.

Event description:
Alleges the unit stopped when driving and threw end user off unit. The unit then allegedly started back up and ran over the end user. End user allegedly was not wearing lap belt.